Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of during patient injection in the lips with 1 syringe of juvéderm® ultra xc, the needle disengaged from the syringe while in the lips. Healthcare professional stated that they had switched to the second package needle and then the event happened. They thought maybe some filler got into the luer lock and lubricated it so the needle disengaged. Patient contact was made. No injury to patient or staff was reported. This was the initial use of the syringe and the packaged needle was used.

Manufacturer narrative:
Device analysis summary: empty syringe of 1.0 ml received without cap, no needle. No defect observed to syringe.

Event description:
Healthcare professional reported the event of during patient injection in the lips with 1 syringe of juvéderm® ultra xc the needle disengaged from the syringe while in the lips. Healthcare professional stated that they had switched to the second package needle and then the event happened. They thought maybe some filler got into the luer lock and lubricated it so the needle disengaged. Patient contact was made. No injury to patient or staff was reported. This was the initial use of the syringe and the packaged needle was used.